Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server was down. A technical support specialist (tss) dialed into the cce and observed that rx feed messages were sparse but timestamped correctly, which was expected given the facility has only one device. No issues were found on the cce, and message gaps appeared natural. The es facility down/delay settings were deemed too aggressive for a small site. No specific patient ID was provided, but the patient admitted on (B)(6) 2025 was not showing due to a workflow issue. Medications had been stocked locally and were just beginning to be removed from the station, suggesting inactivity days as a possible cause. The device inactivity days were set to 60, and customer was guided on setting a recurring pattern to prevent false down/delay alerts overnight. The med application showed an error indicating a possible interface issue. A downtime query showed the last adt/order message was processed on (B)(6) 2025 at 03:28:04, over 40 minutes prior. The case was escalated to iest, and changing the patient retention setting resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, server was down. The pyxis server is reporting that the interface has been down or delayed for 1 hour and 9 minutes. As a result, nurses are unable to view patient profiles in pyxis, which is currently causing delays in patient care. However, there were no adverse events or injuries reported based on this event.